Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low troponin (accutni) results in the normal reference range for two patients and within the risk stratification range for two additional patients that were generated by the access 2 immunoassay system. Subsequent testing produced higher results within the risk stratification for the normal patients and above the ami cut-off for the risk stratification patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attribute or connected to this event.

Manufacturer narrative:
The customer also obtained 0.0 ng/ml results for all levels of accutni on the day of the event. The customer performed a routing system check which passed within instrument specifications. Customer technical support (cts) assisted the customer with troubleshooting (cts) and discovered that the in use accutni reagent pack had also been loaded on the customer's other access 2 previously. Therefore it was verified that the pack was shared between the customer's two instruments. When this occurs the instrument does not detect that the pack test count is incorrect. Service was not dispatched for this event as the root cause was discovered while troubleshooting with cts as user error.